Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. All operating currents were within specification. No unexpected blank display was noted. The insulin pump functioned properly. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.